Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaws would not open after the second clip was applied to a blood vessel. The faulty device was removed together with the clip applier. It was noted that the first clip was stuck at the tip of the second clip. The patient has no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument revealed that the jaws were clamped with two fully formed clips lodged between the jaws. The handle was observed to be in a partially actuated position. Functional evaluation noted that the handle actuation was completed and released the two clips. Upon removal of the lodged clips, the instrument was observed to function properly. Fourteen clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur if an attempt is made to apply a clip over a fully formed clip or obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new in formation become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap. Right hemicolectomy. The jaws would not open after the second clip was applied to a blood vessel. The surgeon inserted a new device through a different trocar and fired it onto the vessel to finish the procedure. The faulty device was removed together with the clip applier. It was noted that the first clip was stuck at the tip of the second clip. The patient has no injury.